Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient coded during undergoing a CT scan. The patient was intubated and remains unconscious. Interrogation of the device showed one non-sustained vt episode and several non-sustained rv oversensing and all taken place during the CT scan. Both the non-sustained vt and non-sustained rv oversensing episodes showed intermittent ventricular undersensing. It was later reported that the patient expired. The cause of death was unknown.